Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable. Surgical intervention may occur to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that the ipg was explanted and replaced.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The ipg being in the service app state is consistent with the use of electrocautery, although the patient stated they hadn't had any unrelated surgeries or procedures. As a result of this finding, actions have been taken to prevent reoccurrence.